Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed the reported image error (purple/green image) and traced the failure back to a defective cable assembly. Therefore, this event/incident was attributed to component failure. Furthermore, the optical fiber at the distal end of the device¿s outer tube was found to be damaged. This issue can most likely be attributed to incorrect handling by the user. There is no direct relationship to the reported image failure. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olmypus was informed that during preparation for an unspecified procedure at an unknown date the video telescope displayed a green image. No further information was provided but there was no report aboout an adverse event or patient injury.